Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device has temperature above specification. It was not reported that the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device temperature was above specification. The assignable root cause was determined to be due to normal wear of bearings over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.